Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed june 17, 2014.

Event description:
Per the clinic, the patient experienced an infection at the implant site on (B)(6) 2014. The device was explanted on (B)(6), 2014. Reimplantation is planned but has not taken place as of the date of this report, (b)(46, 2014.